Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Patient reported that a dog jumped on him and knocked the sensor off. Patient is experiencing discomfort. No medical intervention was required.